Manufacturer narrative:
Analysis found that the bur broken was off. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned for repair with no allegation of any device malfunction or adverse events. There was no known patient impact reported. Analysis found that there was a bur broken off in the collet of the handpiece.